Event description:
The consumer's mother alleges the wheelchair malfunctioned, pinning her against the curb of the wheelchair lift. No serious injury is alleged.

Manufacturer narrative:
MFR received summons from attorney alleging a client injury with no details of injury. Information provided indicates chair was serviced prior to alleged incident. Product has not been returned for evaluation at this time so, it is unk if a malfunction occurred or if other factors such as misuse or abuse, lack of maintenance or, a service error may have caused or contributed to this incident. Injury details were provided and legal had provided these details on 3/26/09, consumer alleges they broke their knee. MDR filed based on alleged unconfirmed injury.